Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead could not reach ideal location with high threshold measurements. It was noted that when connecting the implantable pulse generator (ipg) and the lead, the screw would slide, and couldn't be tightened. The device was not used, and another device implanted. The lead was not used. No patient complications have been reported as a result of this event.